Event description:
It was reported that post op to a laryngectomy the patient had to be re-operated on. It is uncertain if the device was a manual or motorized echelon. There no further information.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. B3: only event year known: 2022. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: did the device deliver any staples? We do not have this information was the device cut? We do not have this information was there any difficulty opening the device? We do not have this information were there any adverse outcomes for the patient? We don't have that information, was there any medical or surgical intervention? The informant told us that they were re-intervened. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by, ¿ethicon slicer¿? What structure or structures was the device used on? What procedure was performed? What it meant by ¿reintervened mean?¿ what color reloads were used? What is the surgeons experience with the device? Does the surgeon us a stapling device when doing a laryngectomy? What is the current patient status? Clarification needed: how many patients? What procedure was done for each patient? Please provide a timeline of events for each patient. Please provide a timeline of the reintervention and what intervention took place? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.